Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Metal grinding against teeth / piece of plastic - oral-b dualaction brushhead [device breakage] no adverse event [no adverse event] case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via social media on (B)(6) 2018 regarding an oral-b dualaction brushhead: the feeling of metal grinding against his/her teeth was a new experience, and the thought of choking on a piece of plastic was horrifying. The consumer provided a picture of an oral-b dualaction brushhead with the lower bristle section detached. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Event description:
Report source: non-event spontaneous. A female consumer of unspecified age reported via social media on (B)(6) 2018 regarding an oral-b dualaction brushhead: the feeling of metal grinding against his/her teeth was a new experience, and the thought of choking on a piece of plastic was horrifying. The consumer provided a picture of an oral-b dualaction brushhead with the lower bristle section detached. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
02-may-2018 product investigation results: product return was received on 09-apr-2018 and investigated. Investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.